Event description:
It was reported to philips that the system displayed the message: button active, release button to complete start up. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to additional information collected, the procedure was planned once the pressed button popped back up. A philips field service engineer (fse) went on-site found that the image module was defective, due to which the error was displayed. Further troubleshooting revealed that the issue was caused due to faulty image module button. The fse replaced the image module and return to philips for further analysis the analysis revealed that the failure of the image module was caused by the fluoro save/grab button, which was nonfunctional and felt stuck. Following replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.